Event description:
A medwatch (B)(4) was received from the reporting facility. A mayfield skull clamp was involved in a slippage and laceration during a pt procedure. The event was described as; headholder, integra mayfield a 1059, slipped as the surgeon was turning the pt. Pt's head was lacerated and doctor closed the laceration with skin staples. The next day, the surgeon instructed the operating room staff to bring him the skull clamp in question. He checked it, and determined it to be working correctly.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.